Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient will continue with routine follow up.